Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone, android operating system and version 15. The high or low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness, fell, and was unable to self-treat. The customer's pump was stopped by their spouse and provided sugar to the customer as treatment. The customer was transported to a hospital, where a glucagon injection was administered to the customer by a healthcare professional for a diagnosis of hypoglycemia and underwent a scan following their fall to check if they had a rib fracture. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, this issue is not confirmed due to the sensor not being activated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone, android operating system and version 15. The high or low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness, fell, and was unable to self-treat. The customer's pump was stopped by their spouse and provided sugar to the customer as treatment. The customer was transported to a hospital, where a glucagon injection was administered to the customer by a healthcare professional for a diagnosis of hypoglycemia and underwent a scan following their fall to check if they had a rib fracture. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software investigation: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing high and low glucose alarms and was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device model name restricts the ability to identify potential causes of the customer's reported issue. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted. Sensor investigation: the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.